Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the battery dropped from 33% to 5% while connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer had an alternate pump for insulin therapy.